Manufacturer narrative:
Product ID: mc1vr01-delsys, product event summary: the full delivery system was returned and analyzed. The analysis indicated that flat wire was found protruding from the delivery system outer shaft. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. The delivery system tether was knotted. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the delivery system (not obstructed). Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the flush tube of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the full delivery system was returned without the device being recaptured in the device cup, the tether was cut and the tether has multiple knots in the tether, the deployment button was in the deployed position. The inner shaft is kinked at 2.3 cm from the distal end of the recapture cone. There is exposed flat wire mesh on the outer shaft at 3.4 cm from the distal end of the delivery system. There is multiple knots in the tether at the proximal end of the tether pin. The is blood on the outer shaft located at the distal end of the stability member. There is blood on the tether at various locations on the tether. Articulation could not be tested as the tether was cut and the tether was knotted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-apr-2019 / serial#: (B)(4). Device available for eval: yes, return date: 19-feb-2019. Device evaluation anticipated, but not yet begun. Mfg date: 16-nov-2017, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the leadless implantable pulse generator (ipg) dislodged while flossing and pulling the tether strings from the delivery system. A snare was used to retrieve the device. The device and delivery system were removed and replaced. No patient complications have been reported as a result of this event.